Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting during priming rather than a slow drip and buttons were less responsive and act button was hard to press twice. Blood glucose was unknown. Customer also reported that insulin pump rejected new battery. The insulin pump will not be returned for analysis.